Event description:
Nurse was apparently nasal tracheal suctioning patient using argyle suctioning catheter kit with tubing through the rusch nasopharyngeal tube. Trumpet and cuff/ring in place during suctioning. While withdrawing suction catheter the cuff/ring of the rusch tube came out of the nare and the trumpet was not visable. Patient developed respiratory distress. Assisted with an ambu bag until emergency department physician arrived ("stat"). Trumpet visualized by doctor with laryngascope in trachea and removed with a hemostat. Retrieved and saved patient condition after incident: rr/20; sa 2 99%; bp 134/62; hr 100. Patients condition returned to nonlabored with symmetrical air exchange as prior to incident. Investigation continues as to reason for occurrence and/or further action to be taken. Contact director of risk management for more information.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated, tubing. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.